Manufacturer narrative:
The insulin pump was received with intermittent response from the act button, due to a flattened creased dome. The device was also received with minor scratches on the lcd window.

Event description:
The customer called and reported that a button on the insulin pump was not responding. Customer's blood glucose was 103 mg/dl. It was stated there were no significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.